Event description:
Consumer alleges scooter flipped over to the left with consumer in it.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.